Event description:
The consumer stated that she experienced discomfort upon insertion of her tampon. When she removed the tampon, there appeared to be two pledgets attached. She indicated that this occurred on several occasions. She also stated that she visited her doctor for an iud removal and removed her tampon for her visit. Upon inspection, her doctor found an additional pledget inside of her.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.